Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there were charging issues. The patient was unable to charge their ins because they cannot reach it. The patient has to have someone else hold the recharger over their ins site. The ins will be moved and repositioned on (B)(6) 2017 to a new site where the patient can reach and charge it. This ever resulted in an unscheduled clinic or office visit. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the device diagnosis was the ins unable to recharge. The event resolved without sequelae on (B)(6)2017. No further patient complication was associated with the event.